Event description:
The customer reported that ECG cable was not working. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.